Event description:
It was reported that the ilet user experienced low glucose after recently lowering glucose targets, noting a blood glucose of 50 mg/dl that improved to 74 mg/dl after oral carbohydrate intake, with parent requesting clinical guidance on whether to revert settings. The event context suggested an incorrect procedure or method related to meal announcement size or settings, with the relevant interface involved. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.